Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during an endovascular procedure, the bare spring of the valiant captivia vamf2824c150te did not open. The valiant captivia stent graft was still implanted and the patient outcome was noted as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5; additional information received: it was reported that the patient was treated for an emergent case involving a type b dissection, with the primary entry tear located at the mid descending aorta, extending into the common iliac arteries. There was a re-entry tear at t8. The procedure was planned to deploy the proximal stent graft in zone 3, distal to the left subclavian artery, and cover the primary entry tear and re-entry tear with the distal stent graft placed around t12. During the procedure, the free-flo stent did not open. The physician pulled the tip release handle hard multiple times, but the free-flo stents still did not open. To resolve the issue, the physicians unpacked the release handle (blue bottom) and used a clamp to capture and pull the wire to deploy the free-flo stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.